Event description:
It was reported that the customer was not aware of the reservoir recall. Customer was hospitalized and concluded that the reservoirs caused the hospitalization. Customer was vomiting and was admitted to ICU for one week. Customer was in a diabetic coma. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-98494.